Event description:
During device evaluation, a baxter service technician reported a colleague infusion pump experienced a false air in line alarm. No patient injury or medical intervention was reported. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation discovered and confirmed the reported condition of an air in line alarm, and determined the root cause to be an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated to repair the reported condition. A follow up report will be submitted if additional information becomes available.